Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the residual volume on the pump 0 ml remaining, 248 ml was given with 39 ml remaining in the reservoir bag, which the reporter indicated is a 15.6 percent under infusion. No adverse patient effects were reported. No additional information is available at this time.